Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-03936. The pt reported he wants his scs system explanted due to ineffective stimulation which has occurred over time. The pt declined reprogramming and is to consult with the physician regarding surgical intervention to address the issue.